Manufacturer narrative:
The pump had blank display due to battery tube connector not plugged improperly into interface board. The pump had a small crack on the reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A counselor reported via phone call that the customer had a blank display. The blood glucose at the time of the incident was 180 mg/dl. Counselor states the customer needs a replacement pump, due to the blank display. She declined to do any troubleshooting since the customer had already done it. The device will be returned for analysis.